Manufacturer narrative:
(B)(6). Device evaluated by MFR.: a p elite ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal region were lifted and pulled towards the proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break measured at 45.9 cm from the distal end of strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues noted.

Event description:
Reportable based on additional information received on 27-oct-2020. It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 20 x 3.50 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion even after several attempts due to the nature of the vessel. However, while advancing, it was noted that the hypotube shaft broke in two pieces. The procedure was completed with a different device. There were no patient complications reported. The patient was stable and doing well.